Event description:
The patient had a failed gastric bypass and a large tissue defect. The surgeon used an 18x28 and 15x20 piece of permacol. The surgeon did a small bowel resection due to the abundance of organs to place back in the cavity. The patient had a contaminated wound. Post operatively the patient had a tarnish colour coming out of the drain. The patient developed an open tissue wound more at the epidermal layer. The surgeon currently thinks the patient has re-herniated, and thinks the permacol has "gone away". Reported doing a culture which grew anaerobes, further information gained from a questionnaire the surgeon completed detailed that the patient was morbidly obese with a failed gastric bypass, bariatric surgery failure, resection of the bowel. Removal of right colon nad loss of abdominal domain. The permacol tissure apparently dissolved in the presence of brown exudates. The surgeon used vynox for a few days and saw a decrease in drainage. The surgeon did not keep the patient on long-term antibiotics. The patient has an open wound at present with the bowel exposed. There was such loss of the abdominal wall that some of the bowel was removed in an attempt to put back into the abdomen. The surgeon states he will have to repair the recurrent hernia and abdominal wall. The surgeon stated that he should have been more aggressive with antibiotic coverage.

Manufacturer narrative:
The device history record was checked and verified as satisfactory. There have been no sterility failures with this batch. All batches are subjected to an acceptable level of irradiation and final bioburden levels were verified to be within acceptable limits prior to releasing the product. The processing of this batch has been reviewed as satisfactory and inspection criteria verified as met. Tsl have no evidence that the organisms have been derived from the sterile permacol implant and it is near certain that secondary contamination from the patient's skin, enteric cavity or other environmental sources is the likely underlying cause of the failure of the operation. The surgeon stated that he failed to provide the necessary antibiotic support for his patient and will ensure he administers antibiotics earlier in future when contamination is known.